Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, and pump showed red light around button with repeated vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, attempted button presses and charging as instructed without success, then planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, provided instructions for programming settings and connecting continuous glucose monitor, and instructed customer to place pump into storage mode and return it using prepaid label.